Event description:
Related manufacturer report number: 2017865-2023-19551. During generator change out, it was noted that the right ventricular lead and atrial lead exhibited clavicular crush. Both leads will continue to be monitored. The patient was stable.